Manufacturer narrative:
(B)(4).

Event description:
It was reported that farfield r -wave oversensing was observed on the atrial channel. Programing changes were made. The patient is in stable condition.